Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the device was empty and had been cut to drain the solution. No string-like particles or particulate matter were observed anywhere on the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva tpn bag contained particles, ¿small strings¿ after compounding. This was observed prior to use. There was no patient involvement. No additional information is available.